Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer logged into the system to eject cubies and powered down the station. Drawer 3 was replaced with a spare drawer available onsite. After reassembly and reinstallation, the station was rebooted, firmware was updated, and the new drawer was configured. Functionality was successfully tested via the hardware testing application. Proactive inspection process was performed. The system functioned as intended after the field service engineer resolved the issue.